Manufacturer narrative:
The insulin pump passed functional testing and no unexpected alarms were noted during testing. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched liquid crystal display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.